Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. D6 - date of implant is estimated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported unknown damage, thrombosis, tissue injury, and hemorrhage. Thrombosis, tissue injury, and hemorrhage are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, hospitalization and unexpected medical interventions were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled ¿acute device-related thrombus elimination during transcatheter edge-to-edge repair via vacuum catheter aspiration."

Event description:
It was reported in an article that a patient with history of heart failure with reduced ejection fraction, heparin-induced thrombocytopenia (hit), deep vein thrombosis (dvt), atrial fibrillation, coronary artery disease, and coronary artery bypass grafting underwent a mitraclip procedure to treat severe functional mitral regurgitation (mr) and tethered leaflets. A mitraclip xtw was implanted, significantly reducing the mr. However, within a few minutes of clip implantation, a transesophageal echocardiogram (tee) confirmed a device related thrombus, ruptured mitral valve chordae/tissue, minimal blood loss, device malfunction, and defective device materials. An additional bolus of bivalirudin was administered, but there was no reduction in thrombus. The steerable guide catheter (sgc) was removed from the patient. Aspiration was then performed to remove the thrombus. Within a few minutes, a tee confirmed thrombus resolution. The procedure was successfully completed with one clip implanted, reducing the mr significantly. The patient was discharged to home on warfarin. Two months post procedure, a tee was performed and confirmed mild mr and intact transcatheter edge-to-edge repair (teer) with no evidence of thrombus. It was noted that follow up outpatient appointments reported that the patient had improved in exercise and dyspnea. Details are listed in the attached article, titled "acute device-related thrombus elimination during transcatheter edge-to-edge repair via vacuum catheter aspiration."